Event description:
Reporter alleged discrepant results of 446 mg/dl compared to the nurse's meter at the hospital of 140 mg/dl, when testing was performed 10 minutes apart on the advantage system. As a result of the comparison, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter with comfort curve strip lot 549405 and expiration date of 12-31-2007.

Manufacturer narrative:
The suspect product is the comfort curve test strips.